Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode and fell. The health care professional reported that the patient had atrial fibrillation and intermittent pseudofusion or fusion was noted due to the variable conduction. An intermittent pacing spike with right ventricular (rv) loss of capture was also noted. The rv threshold measurements were variable and the impedance measurements were stable. Right ventricular undersensing, erratic rv output and sensing were also reported. The device was explanted and returned for analysis. The device replacement procedure notes indicated that the lead testing was normal therefore the leads remain implanted with a new device.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.